Event description:
It was reported that the motor device was ¿shutting off and displaying an e6 error code¿. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which found that the motor shutting off and on displaying e6 error. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.